Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle 23ga 5/8in blue hub vet pulled out of the hub during use due to "high viscosity" of the "sedadex (dexmedetomidine)". The following information was provided by the initial reporter: "this time it´s the blue microlance needle. The problem they have with both the blue and the green microlance is: when medicine has high viscosity the needles ¿falls off¿. The plastic that protects the needle is very hard to take off. They need much force to pull it off. So it´s very easy to get a needle stick/injury doing that. With this used blue microlance they had the problem that the needle got loose during injection ¿due to thick liquid?¿ in the syringe (this time using the medicine sedadex (dexmedetomidine). They have had medicine in this needle, sedadex (dexmedetomidine) but haven´t put the needle into any animal, the customer told me."

Event description:
It was reported that the needle 23ga 5/8in blue hub vet pulled out of the hub during use due to "high viscosity" of the "sedadex (dexmedetomidin)". The following information was provided by the initial reporter: "this time it´s the blue microlance needle. The problem they have with both the blue and the green microlance is: 1) when medicine has high viscosity the needles ¿falls off¿. 2) the plastic that protects the needle is very hard to take off. They need much force to pull it off. So it´s very easy to get a needle stick/injury doing that. With this used blue microlance they had the problem that the needle got loose during injection ¿due to thick liquid?¿ in the syringe (this time using the medicine sedadex (dexmedetomidin). They have had medicine in this needle, sedadex (dexmedetomidin) but haven´t put the needle into any animal, the customer told me."

Manufacturer narrative:
H.6. Investigation summary: three samples were provided by the customer for investigation. One sample came in an opened packaging blister with the plastic shield. This one sample was visually inspected, and no defect was found. Also, this one sample was also tested for shield pull test with test result of 1.4 lbs. And needle pull test with test result of 15 lbs. The two other samples came in with sealed packaging blister were tested for shield pull test with test results of 1.8 lbs. And 1.9 lbs. Respectively. The two other samples were also tested for needle pull test with test result of 17.4 lbs. And 18.0 lbs. Respectively. Based on the acceptance criteria of shield pull test (0.5 lbs. To 5.5 lbs.) And needle pull test (minimum 8.0 lbs.). The three samples have met the acceptance criteria and passed. The reported condition was unable to confirm. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.